Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR : the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the length of the shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 30mmx 3.0mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilation, a 32x3.00mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent detached/separated. It was further reported that after the device failed to cross the lesion, the physician attempted to withdrew the stent and noted that the stent was dislodged into the left main coronary (lm) artery. The physician managed to remove the dislodged stent.